Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was bent/broken upon insertion. No patient involvement.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 h6 correction: patient code changed to "no patient involvement" internal complaint number: (B)(4). The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory on (B)(6)2020 . An investigation was conducted on (B)(6)2020 . A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the jaws. The heater wire was observed to be slightly flexed away at the base of the hot jaw remaining attached at the base and tip of the hot jaw. The shaft was observed to be bent proximal to the handle of the harvesting device. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break" was confirmed as well as for the analyzed failure "material twisted/bent wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was bent/broken upon insertion. No patient involvement.